Event description:
It was reported that the patient had pain at the ipg site and the battery is not lasting as long as it once did. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.